Event description:
It was reported to nova biomedical on (B)(4) 2011 that sometime last week this consumer experienced a trip to the ER thinking his blood sugar result was too high. According to the consumer, he cannot remember or provide any info regarding blood glucose test results before going to and/or while in the ER. The consumer did not have any control solution for testing his test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.